Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional two proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with two proglide devices with a 7f sheath after a percutaneous coronary intervention procedure. Reportedly, there was no suture present when the needle plunger was removed after deployment of both proglide devices. Two other proglides were used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D10, h3, h10: it was initially reported the device would be returned; however, subsequently, the device was not returned.